Event description:
Customer initially reported that their abbott diabetes care device displayed an error while scanning. The product was returned and investigated for the scanning error, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product has been returned and is currently undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device displayed an error while scanning. The product was returned and investigated for the scanning error, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
This serves as a correction report. Sections b-3 (date of event) and g-3 (date received by mfg) were incorrectly documented in the previous report. Section b-3 has been updated. The correct g-3 date is august 22, 2025.